Event description:
Pt underwent total knee replacement and was placed in this tourniquet per usual practice. It was reported that he tourniquet cuff would inflate, then a hissing sound would be heard and the cuff would lose air. New tourniquet was utilized and surgery was completed.